Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: the investigation confirms the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the investigation confirms the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Device history lot: null. Device history lot: null. Device history review: null.

Event description:
It was reported that while the surgeon was impacting the cementless femur, a couple pieces broke off the femur impactor. No surgical delay. All pieces were retrieved from the patient.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the investigation confirms the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis.